Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during setup, the water lines would not hook up to the water outlet on the outflow side of the oxygenator. There was no patient involvement as this occurred during setup. Product was not used. Surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for eval; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more info becomes available. (B)(4).